Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2010, that the pt experienced swollen groin lymph nodes that were "getting bigger." The first two lymph nodes "moved", were "soft," and tested negative for the presence of cancer. The more recent enlarged lymph nodes were "hard" and pushing on nerves. It was later reported on (B)(6) 2010, that while the stimulation was turned on, the pt experienced a loss of therapeutic effect. The pt felt pain and the return of previously experienced (unspecified) "heart problems." The pt also stated that an infection was present after the device was implanted. Additional information was received stating that, per the pt's physician, it was unk (physician's words, "doubt there is relationship") whether the pt's swollen lymph nodes were related to the implanted device. It was noted that the pt had a revision performed on the device on (B)(6) 2010. The revision was due to a malfunction of the device, and not related to the pt's swollen lymph nodes. The pt recovered without sequelae. No further details or pt symptoms were provided at the time of this report.